Manufacturer narrative:
(B)(4). The customer returned the product lidstock and one 2-lumen PICC catheter for evaluation. The catheter showed evidence of use in the form of dried blood. No other components were returned. Visual examination of the catheter with the naked eye did not reveal any damage of anomalies. Microscopic examination of the catheter revealed a small hole in the catheter juncture hub. The hole is consistent with the location of the leak observed during functional testing. With the catheter distal tip occluded, water was injected into the catheter luer hubs for both of the extension lines using a lab inventory 10ml syringe. Leakage was observed from the juncture hub when the proximal extension line was pressurized. The location of the leak was consistent with the hole identified during visual inspection. No leakage was observed when testing the distal extension line. A device history record (DHR) review was performed on the catheter and no relevant manufacturing issues were identified. The report of the catheter leaking was confirmed through examination and testing of the returned sample. During functional testing a leak was observed from a hole in the catheter juncture hub. The appearance of the hole was consistent with a manufacturing defect. Additionally, the customer report did not indicate that the catheter had been in use for an extended period of time. Based on the appearance of the leak site and the information provided by the customer, the probable cause for the defect is manufacturing related. A nonconformance request was initiated to further investigate this issue.

Event description:
The customer reports that there was a leak from the blue connection hub when the white lumen flushed. The device was removed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that there was a leak from the blue connection hub when the white lumen flushed. The device was removed.